Event description:
Lv capture management determined that threshold increased by v from 05-dec-2016 to 15-feb-2021. This increase was greater than amplitude safety margin (+0 v) and may have compromised capture (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).